Manufacturer narrative:
(B)(4). Concomitant medical products: unk item#, unknown stem, unk lot #. Unk item#, unknown head, unk lot #. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09895, 0001825034-2018-09896.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to unknown reasons. Additional information is not available.